Manufacturer narrative:
Hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B2 revised selection as it was reported incorrectly on the initial report that was submitted. B5 added clinical and engineering assessment as they were omitted from the initial report that was submitted. D3 added manufacturer fax number as it was omitted from the initial report that was submitted. D4 added primary UDI number as it was omitted from the initial report that was submitted. H4 added device manufacture date as it was omitted from the initial report that was submitted. H6 revised health effect - clinical code since the initial report was submitted. Added type of investigation as it was omitted from the initial report that was submitted.

Event description:
Clinical assessment: 82-year-old patient with acute myocardial infarction / cardiogenic shock. Hemolysis suspected due to pink urine color change. Physician stated hematuria related to traumatic foley catheter insertion, and not device related. Lidocaine was added for observed ectopy. The impella cp will be conservatively coded for hemolysis but unlikely related to impella pump, and due to traumatic foley insertion, and for also coded for medication change, with no patient harm. Engineering assessment: during impella cp support, hematuria was observed. The cause was suspected to be related to a traumatic foley insertion, and the patient remained on impella support. During support, standard repositioning was performed to improve ef. Ef improved, but hematuria continued for the duration of the case. Pump functioned as expected and was successfully explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Pink-tinged urine was observed during impella cp support beginning on (B)(6) 2025. The care team and physician suspected the discoloration was due to a traumatic foley catheter insertion, not device-related hemolysis. Hematuria persisted through (B)(6) 2025. Lidocaine was started for frequent ectopy. The impella performance level was reduced to p-4, a volume bolus was given, and standard impella repositioning was performed to improve ef. The patient was monitored, and impella support continued. Lidocaine was initiated for ectopy. No patient injury was reported. The pump functioned as expected. The event will be conservatively coded for hemolysis and medication change, but hematuria was assessed to be unrelated to the impella device. Ef improved with repositioning, hematuria remained mild, and the impella cp was successfully explanted.

Manufacturer narrative:
An updated, corrected clinical assessment was completed and documented in section b5 (event description). Complaint/patient coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Correction. D1 brand name has been corrected accordingly.

Event description:
An 82-year-old patient with acute myocardial infarction/cardiogenic shock. Hemolysis suspected due to pink urine color change. Physician stated hematuria related to traumatic foley catheter insertion, and not device related. Lidocaine was added for observed ectopy. The impella cp will be conservatively coded for hematuria but unlikely related to impella pump, and due to traumatic foley insertion, and for also coded for medication change, with no patient harm. [No change in engineering assessment] during impella cp support, hematuria was observed. The cause was suspected to be related to a traumatic foley insertion, and the patient remained on impella support. During support, standard repositioning was performed to improve ef. Ef improved, but hematuria continued for the duration of the case. Pump functioned as expected and was successfully explanted.